Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was cracked, preventing the user from unlocking the device or announcing meals, and a replacement was arranged while the user could revert to backup therapy if needed. Symptoms included no reported adverse clinical effects and no change in blood glucose. Outcomes included no hospitalization, no medical intervention, and continued glucose monitoring with an external cgm application or receiver. Investigation included collection of event details and coordination of device replacement and return for assessment. Investigation of this device revealed a damaged display component resulting in loss of user interface functionality, with blood glucose control unaffected per report. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device display consistent with use-related or handling-related damage outside normal operation.